Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an error message that popped up on the screen during two cases. The customer had checked the ground pad in use. Tse confirmed the ground pad was a covidien pad which is validated with integrated electrosurgical unit (iesu) or erbe. The issue happened during longer activations with monopolar energy in both cases. The ground pad was installed correctly in both procedures with leading edge pointing towards targeted anatomy. Tse attempted to locate the message in logs without success. The customer confirmed mb01 from erbe screen. Surgeon continued to operate, and no additional troubleshooting was performed. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed, and the reported failure was not confirmed. The reported problem was not able to be confirmed using system logs. Upon visual inspection there were no issues found that would be related to the reported event. Functional testing was conducted using a system-level setup. During cauterization, the unit successfully energized all ports and instruments without triggering any errors. The internal error log did register an event "m-b0", though no functional impact was observed during in-house testing. While a definitive root cause could not be established and no product issue was identified, a potential cause can be attributed by an electrical component failure within the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified. Updated annex d - conclusion desc 1 to d02 - cause traced to component failure. Updated annex d - conclusion desc 2 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.